Event description:
It was reported that this pacemaker was explanted for normal battery depletion (nbd). It was noted that there were out-of-range pace lead impedance (pli) measurements and elevated capture threshold values on the right ventricular (rv) lead. When in unipolar configuration lead measurements and thresholds were normal. Fluoroscopy imaging was used to examine the lead, but no fracture was detected. A new pacemaker was successfully implanted. No additional patient effects were reported.